Event description:
A pt was found clinically dead in cardiac arrest and the device (thumper) was applied to provide circulatory and ventilation suport to the pt. The initial report indicated that the device malfunctioned causing it to compress suddenly and unexpectedly. The pt was not ultimately revived.